Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 sensor had malfunctioned. A field service engineer spent collective time consulting with the customer and troubleshooting with the onsite representative, a member of the matrix drawer remediation team, to understand and remotely resolve a matrix drawer failure event after drawer 7 had been reinserted into the station following the addition of a top. Troubleshooting was ineffective, and a dispatch was scheduled. The fse then found that matrix drawer 7 would not recover and reseated all connections, but the device was still not detected on the bus. The engineer then replaced the controller board and tested the drawer, and service was restored. Hardware test application (hta) tests for this device and storage space were performed, and the results were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary user accidentally damaged the sensor on matrix drawer 7. As a result, the drawer was now non-functional and remains locked. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.